Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the sculpt phase of a cataract procedure there was no power with the handpiece. The handpiece was disconnected and re-primed again. The surgery was completed using a alternate device. There was no harm to the patient. This is the first of two reports from this facility.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no obvious visual nonconformities. The returned handpiece was connected to a calibrated system and system message (sm) - [tune failed ¿ loose tip] displayed when the phaco handpiece attempted tuning. The phaco handpiece was tested using a resistance box and digital multimeter. The phaco handpiece gave a resistance reading of >400.0 ko, which is typically indicative of moisture ingress within the electrode chamber. The customer reported event was confirmed and found a nonconforming handpiece. However, as the phaco handpiece could not be disassembled due to being customer property, it cannot be determined conclusively. The phaco handpiece was manufactured on november 9, 2017. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).